Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during flap creation the patient moved their head which resulted in an incomplete flap. While attempting to lift the flap, the flap tore. The procedure was able to be completed.

Manufacturer narrative:
The logfile shows during start-up of the system the vacuum, the energy and the ablation tests were performed without problem. The system was working within specification as intended. The treatment report shows the side cut between 6 and 9 o'clock is less visible as intended. Due to the fact that the customer also noted patient movement during surgery, and eye or patient movement during side cut is the most likely root cause for a less visible side cut. Therefore, the root cause in this case is the patient movement. No technical root cause was identified as the system was operating within specifications. The root cause is the patient movement during surgery. The manufacturer internal reference number is: (B)(4).